Event description:
It was reported that a atw35 was used during a laparoscopic right hemicolectomy procedure. It was reported by the affiliate that the staples did not form and knife did not cut. Surgeon did not accidently pre-fire instrument. Case was completed using another instrument. The incident occurred on the first firing. The incident occurred while attempting to transect the ileocolic artery. There was no consequence to the pt.